Manufacturer narrative:
(B)(4).

Event description:
Patient's daughter contacted dexcom on (B)(6) 2016 to report that the receiver displayed hwbbt on (B)(6) 2016. The patient's daughter did not report injury or medical intervention. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and the universal serial bus (usb) connector was found to be dislodged. Functional testing and data download was unable to be performed because the device was received in a condition making evaluation impossible. Therefore the complaint of a error icon display could not be confirmed. A root cause could not be determined.